Event description:
It was reported that the customer received a button error on the insulin pump. The customer's blood glucose was 16 mmol/l, which had not yet been treated. It was stated that the button error alarm did not occur immediately after moisture exposure and there was no prolonged button press. It was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with no button response, due to corroded keypad traces. No button error alarm noted during testing. Insulin pump received with minor scratches on display window, cracked case on display window corners, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and peeling address serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).